Event description:
A customer reported that their pump screen was dark and would not turn on despite several troubleshooting attempts. Their blood glucose level was noted to be 20, which is within the reported range and did not require further questions. Tandem technical support decided to replace the pump, ensured the customer would use an alternate insulin delivery method to avoid interruption, and instructed the customer on returning the defective pump using a pre-paid label.